Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse initially contacted the robotics coordinator for clarification and was informed that the issue was only with the axis that opens and closes the jaws of the instrument. While onsite, the fse tested and verified the system using two instruments that had no issues opening or closing the jaws. Fse informed the customer that the drape and/or sterile adapter was the potential cause of the issue. Fse also stated that issue could have been induced by the site. The system was tested and verified and ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the system logs confirmed that a pulmonary wedge resection procedure was performed on (B)(6) 2022 on system (B)(4). This complaint is being reported based on the following conclusion: the customer converted to the second patient side cart after the start of the procedure due to the instrument jaws not opening on one of the arms. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the cadiere forceps instrument was installed on arm3, but the jaws would not open. The customer first tried to resolve the issue by reseating the cadiere forceps instrument and the sterile adapter, with no resolve. Then the customer used a second cadiere forceps instrument and a grasper instrument, but could not open jaws of any of them on arm 3. However, the instruments worked on all the other arms. The technical support engineer (tse) stated there were no errors in the system event logs. The tse recommended re-draping the arm, but the customer elected to continue without re-draping. The customer moved the camera to arm 3 and continued with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer tried to move the camera to arm 3, but they still had issues with the arm. The customer used another patient side cart to complete the case with no patient injury. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.